Event description:
Caller states that her daughter inserted the test into her vagina, instead of urinating on it. Caller states that she pulled the test out and tore some of the skin her vagina. There was some bleeding. Caller took daughter to the clinic. Would not leave contact information or clinic information.